Event description:
"Complaint of seal on trocar 'leaking' during laparoscopic surgery. Applied medical 15mm x 1000mm trocar and obturator sequestered after procedure."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. The root cause of your experience could not be determined as engineering was unable to replicate the incident. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.